Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the implant with three threads visible above 151.150.03 gear and then with none visible in the collapsed state. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was performed due to a fortify ø12mm core that lost height post-operatively . This event occurred in germany.